Event description:
Device 1 of 4: reference MFR. Report#: 3006705815-2018-03204, reference MFR. Report#: 1627487-2018-13015, reference MFR. Report#: 1627487-2018-13016. It was reported the patient had a suspected infection at the lead site. The patient was treated with antibiotics. It was determined the patient was infection free. However, it was found the suture on the anchor had broken and was eroding through the skin. Reportedly, the patient underwent surgical intervention wherein the scs system was explanted. It is unknown which anchor had the issue. Therefore, all suspected devices are being reported.